Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease filter. According to the information received the filter subsequently malfunctioned and caused injuries and damages to the patient including, but not limited to, pulmonary emboli, dvts, and large thrombus in the ivc filter. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicated that the filter was placed due to pulmonary embolism and occlusive left popliteal deep vein thrombosis (dvt) that was unresponsive to medical therapy on therapeutic anticoagulation. The patient also had a thrombectomy and venoplasty performed on the left lower extremity during the same admission for the placement of the ivc filter. The patient¿s medical history is significant for pulmonary embolism and deep vein thrombosis triggered by contraceptive pills. The filter was implanted via the right common femoral vein, below the level of the renal veins. Ivc venography was performed at that time demonstrating patency of the inferior vena cava and also delineated the renal veins. An optease filter was placed below the renal veins and subsequent venography demonstrated appropriate positioning. The index procedure was reported to have been a successful filter implantation without complication. The patient is reported to have experienced clotting and occlusion of the ivc and continues to experience anxiety related to the device. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and thrombus within the inferior vena cava (ivc) filter could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety and mental anguish do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal team, the patient underwent placement of the optease filters on or about (B)(6), 2010, in (B)(6). The filter subsequently malfunctioned and cause injuries and damages to the patient including, but not limited to, pulmonary emboli, dvts, and large thrombus in the ivc filter. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis does not represent a device malfunction. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease filters on or about (B)(6) 2010, in (B)(6). The filter subsequently malfunctioned and cause injuries and damages to the patient including, but not limited to, pulmonary emboli, dvts, and large thrombus in the ivc filter. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Additional information was received that the event date is (B)(6) 2015 and therefore was updated. No additional information is available and no further reports will be forthcoming at this time.